Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have inserted sensor incorrectly. When customer attempted to remove sensor, it fell apart and customer disposed of it. Customer's blood glucose was 263 mg/dl. Sensor would be replaced.